Event description:
It was additionally reported that the patient experienced hematochezia. A computed tomography angiogram (cta) and a 3d brain scan was performed. Warfarin and aspirin were cut off and restarted. The patient experienced right hemiplegia, internal carotid artery occlusion, and severe perfusion delay of the left cerebral hemisphere, both cerebellum, and the right anterior cerebral artery territory. The patient underwent an intra-arterial thrombectomy and the issue resolved.

Manufacturer narrative:
Section b5: hematochezia was previously reported under MFR. Report # 2916596-2023-08960 and will now be captured under this report. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. B is currently available. Section 1, ¿introduction,¿ lists potential adverse events that may be associated with the use of the heartmate 3 lvas, including stroke and bleeding. Section 6, ¿patient care and management,¿ provides information regarding anticoagulation, including the recommended inr (international normalized ratio) values. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that there were changes to medication and the patient was hospitalized. The patient experienced hematochezia and was treated with inr titration and anticoagulation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had acute intracranial hemorrhage in the parietal lobe with international normalized ratio prolongation.